Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator alarmed ""vent inop"", ""motor fault"", and ""xdcr fault"". The customer reported that there was no patient involvement.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An evaluation of the component confirmed and duplicated the reported issue. The combination of transducer faults at power-up/auto-zero with the successful calibration of all transducers indicates that the auto-zero solenoids can be slow to respond. Slow solenoids can intermittently result in bad auto-zero calibration at power-up and operational auto-zero checks. Solenoid failure. This issue will be internally investigated within vyaire.